Manufacturer narrative:
Investigation: one sample was returned. There is black fm in the ID of the hub. DHR review revealed no irregularities during the manufacture of the reported lot number. Possible root cause is a dirty pin on the assembly rack.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on a bd precisionglide¿ needle 18 g x 1 1/2 in. The product was not used and there was no report of injury or medical interventions.